Event description:
It was reported that a hispanic female patient underwent primary breast augmentation with an unspecified mentor gel implant on the left breast. Post-operatively, the patient was diagnosed with left breast capsular contracture (baker grade unknown) and left breast implant rupture. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacements were: (left) 405cc mentor memorygel breast implant catalog: smpx405 lot: 9522152 sn: (B)(4) and (right) 350cc mentor memorygel breast implant catalog: smpx350 lot: 9524306 sn: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, material rupture manufacturer¿s reference number: (B)(4).